Event description:
During cardiopulmonary bypass, the heart lung console gas flow module displayed the warning message "service gas system." Manual control of both gas flow and fio2 remained available. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.